Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that insulin to carb ratio was incorrect for breakfast bolus. The insulin to carb ratio was supposed to be 17 instead of 60. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/06/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings:a review of the pump¿s history showed no activity related to the complaint. The pump¿s settings verified the insulin to carbohydrates ratios. During testing, an ez carb bolus was performed using the user¿s settings for 170 carbohydrates at the target blood glucose level; a 10 unit bolus was correctly calculated. The complaint could not be verified or duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.